Event description:
It was reported by a call via the clinical emergency hotline on (B)(6), 2024, at 2:11 a.m. User wants to put the cardiosave intra-aortic balloon pump (iabp) into operation, receives error code 6 after a failed start routine. Calibration of the touchscreen by the user is not possible due to the situation on site. Patient without iabp transferred to ICU because all devices in the hospital are in use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation: e1 telephone no. -(B)(6)

Event description:
It was reported by a call via the clinical emergency hotline on (B)(6) 2024, at 2:11 a.m. During preparation, user wants to put the cardiosave intra-aortic balloon pump (iabp) into operation, receives error code 6 after a failed start routine. Calibration of the touchscreen by the user is not possible due to the situation on site. Patient without iabp transferred to ICU because all devices in the hospital are in use. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 additional information: event postal code: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and carried out the fsca #308 on the device and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Corrected fields: d4 (UDI) additional information was provided by getinge field service engineer (fse) that the display was calibrated and further software update was completed. No errors were found and device was released for clinical use.